Event description:
It was reported that the patient visited the hospital with an inflatable penile prosthesis (ipp) implant and there was concern about the sizing of the device, as it appears the distal tips of both cylinders may erode through the end of the penis. There were no issues with the functioning of the device. The surgeon mentioned that this may be the cause of some lower urinary tract symptoms (luts) the patient is experiencing, luts were unknown. A revision surgery has been performed at a later date, and it was observed that a urethral injury had been created by the eroding cylinder. This would have caused some voiding complications, but the exact nature is unknown. The surgery was completed, and all the components were replaced. The right cylinder had eroded through the glans of the penis and was therefore considered clinically infected. The repair to the distal penis and urethra were completed. A drain was left in the scrotum/penis at the completion of surgery. No further complications to the patient were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital with an inflatable penile prosthesis (ipp) implant and there was concern about the sizing of the device, as it appears the distal tips of both cylinders may erode through the end of the penis. The surgeon mentioned that this may be the cause of some lower urinary tract symptoms (luts) the patient is experiencing. A surgery has been scheduled for a future date to downsize the cylinder length. No further complications have been reported.

Event description:
It was reported that the patient visited the hospital with an inflatable penile prosthesis (ipp) implant and there was concern about the sizing of the device, as it appears the distal tips of both cylinders may erode through the end of the penis. The surgeon mentioned that this may be the cause of some lower urinary tract symptoms (luts) the patient is experiencing. A surgery has been scheduled for a future date to downsize the cylinder length. No further complications have been reported.